Event description:
It was reported that during implant of the left ventricular lead, a guidewire could not be fully inserted into the leads body. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.